Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2010, the patient presented with retro sternal chest discomfort radiating to the arms and associated with jaw discomfort, dizziness and light headedness, and diaphoresis. The patient was diagnosed with unstable angina (braunwald classification) and non st segment elevation myocardial infarction (killip classification:) and cardiac catheterization was recommended. The target lesion was de novo located in the 3rd right posterolateral (rpl). The lesion was 95% stenosed, 6mm in diameter and 2.5mm long. The lesion was treated with predilation and placement of a 2.5x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient collapsed at home. The patient experienced nausea/vomiting and right sided weakness which continued into the next day and was hospitalized. Admission electrocardiogram revealed non specific st, t wave changes. Cardiac enzymes were noted to be elevated, consistent with the protocol definition of myocardial infarction. Cardiology consultation in (B)(6) 2012 suggested that the myocardial infarction "seemed asymptomatic and complete." Electrocardiogram changes were believed to be suggestive of an occluded right coronary artery; however, due to the recent stroke and possibility of a hemorrhagic conversion, decision was made to treat medically. Stress test revealed scar tissue involving the basal and inferior segments of the inferior wall with no evidence of ischemia. The event of myocardial infarction was considered resolved without residual effects and the patient was discharged the same day on aspirin.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).